Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer reported that repeated recoverable errors 23008 and 23013 occurred due to the left master tool manipulator (mtml). The customer attempted to exercise and recover the error. The surgeon continued to operate but the error returned shortly after. The customer had a second console available. The customer added the second console and while connecting the second console, one of the nurses in the room tripped and dislodged the surgeon side console (ssc) 2 power cord. The system was restarted. The surgeon moved to ssc 2 and resumed the procedure. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the 23008 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and found to trigger error 23008 during sine cycle testing. The error occurred along axis 5 on the gimbal platform. The complaint was confirmed based on the field evaluation.